Manufacturer narrative:
The reported event was confirmed. The service evaluation revealed both inflow and outflow motor are worn out.

Event description:
It was reported that the device makes noises and the screen has black outs. No additional information regarding a specific failure mode was provided. The problem was noticed after the surgery. There was no harm for the patient, operator or third party reported. No further information received.